Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cycler was "wet". This was identified while in use of an unspecified hc cassette during an unspecified process step of peritoneal dialysis therapy; further described as "during the connection of the material". There was no report of patient injury or medical intervention associated with this event. No additional information is available.